Event description:
During a coronary drug eluting stenting treatment procedure a shaft break occurred. The target lesion was located in the severely tortuous, severely calcified circumflex (cx). The lesion was predilated with a 1.50x12 mm driver balloon twice at 8-10 atm for 10 secs, and a 2.50 x 12 mm unk balloon 3 times at 8-10 atms for 10 secs. After two 2.75 x 12 mm janus stents were placed in the cx the physician attempted to place a 2.75 x 8 mm taxus express2 drug eluting stent distal to the previously deployed stents. During advancement through the janus stents the shaft kinked, then during withdrawal the shaft completely separated. The physician was able to remove the stent with the guide catheter without difficulty. The procedure was successfully completed with a 2.75 x 12 mm taxus stent. No patient complications were reported. The pt's status is reported as 'very well.'